Manufacturer narrative:
During a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered the ECG connector damaged. To fix the issue, the fse replaced the damaged front end pcb, and then performed a pm with full calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter named in block e1 is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the ECG connector of the cardiosave intra-aortic balloon pump (iabp) was found damaged. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the ECG connector of the cardiosave intra-aortic balloon pump (iabp) was found damaged. There was no patient involvement, and no adverse event reported.